Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported that the system did not display intraocular pressure control after air displacement during a retina surgery. The air from the infusion line came into the eye when the line of air displacement was cramped. There was no pt harm reported for this case.